Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited atrial undersensing due to low amplitude. Due to this, an inappropriate burst of anti-tachycardia pacing (atp) was delivered. Reprograming of the system was discussed. This system remains in service. No further adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.